Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection and pocket erosion. Reportedly, the patient undergone a generator change then led to an infection. No adverse patient effects were reported. The lv lead was explanted.